Event description:
Staple jamming.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
Staple jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples appeared properly aligned. The returned sample appears used as there is biological material present on the device. The trigger was partially engaged. The stapler was received with 25 staples left in the cartridge indicating that at least 10 staples were fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. Per DHR the product visistat 35r 6/box lot # 73l2100321 was manufactured on 11/08/2021 a total of 9,000 pieces. Lot was released on 11/22/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in". The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Art number is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73h2200852 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Staple jamming.